Manufacturer narrative:
H4: information unavailable.h6: code 400(other): broken firing belt.based upon the inquiry information received and the visual examination, it was concluded that the reported incident may have been caused by damage to the internal components. The instrument was returned non-functional. The instrument was disassembled and was found to have a broken firing belt. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
During an unknown procedure, device malfunctioned after the second reloading, impossible to open the jaws after firing. There was no consequence to the pt.